Manufacturer narrative:
Eval method: device history record (DHR) review performed. Results: DHR review showed that no issues or discrepancies were found which could potentially relate to this complaint. The product was assembled and inspected according to specs. The reported complaint could not be confirmed due to lack of sample. Conclusions: no eval will be performed. If add'l info and/or sample is received, a f/u report will be sent.

Event description:
Complaint alleges that during an emergency situation, it was not possible to unwind the tubing quickly as needed to administer oxygen. The tube formed a knot and delayed administration of oxygen to pt. No pt injury reported.